Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5093991 that a female patient who underwent a primary breast reconstruction with two 535cc mentor memorygel breast implant prostheses suffered several unexplained systemic symptoms, including red itchy streaks on her chests and upper legs after taking hot shower (the right side being worse), those itchy streaks turning into bruises, vomiting blood, abnormal lab results for kidneys and liver (results not provided), heart problems, chest pain, swollen chests, edema (unspecified), extreme bone pain (unspecified location), and 30 pound weight gain in 2 days. As a result, the patient had the devices explanted on (B)(6)2016. However, the patient reports that she continues to experience the symptoms even after the devices were explanted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. If additional information is received in the future, a supplemental report will be submitted. This is for one of the reported prostheses.